Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the health care provider (hcp). The patient was taking no other medication at the time of this event. The patient's medical history included dystonia, cerebral palsy, severe developmental delay, and left hip subluxation. The patient was allergic to morphine. The patient needed 40ml, given high dose of lioresal. It was also noted that the pump was nearing end of battery life. The patient did not experience any symptoms. There was no troubleshooting performed related to the battery-life issue, but a catheter access/side port tap was done to ensure patency. This was determined to be blocked. They were unable to aspirate cerebral spinal fluid (csf). The catheter was replaced along with the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 1350mcg/day) via an implantable infusion pump. Indication for use was intractable spasticity and other spasticity. During a pump revision on (B)(6) 2015 due to end of battery life, the hcp was unable to aspirate the catheter and the catheter did not leak any cerebrospinal fluid (csf). Therefore the hcp decided to replace the entire catheter as well. The dose was then reduced from 1350mcg/day to 675mcg/day. There were no patient symptoms. On (B)(6) 2015 it was reported that the patient was doing ok and the dose was increased to 400mcg/day. The cause of the inability to aspirate the catheter was not reported. Additional information has been requested but was not available at the time of this report.